Event description:
Customer reported receiving a "replace sensor" message after 7 days of wearing the adc freestyle libre 2 sensor and was therefore unable to obtain scan readings. Customer experienced "vibrations and convulsions" and self-treated with sugar. Customer had contact with healthcare provider and blood was drawn to perform a glucose test, however no further treatment was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Physical investigation of product is not anticipated as reporter indicated device was discarded. Extended investigation will be performed per adc's established processes and procedures and a follow-up report will be submitted upon completion of all required investigation activities. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving a "replace sensor" message after 7 days of wearing the adc freestyle libre 2 sensor and was therefore unable to obtain scan readings. Customer experienced "vibrations and convulsions" and self-treated with sugar. Customer had contact with healthcare provider and blood was drawn to perform a glucose test, however no further treatment was provided. There was no report of death or permanent injury associated with this event.